Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation occurred. During a procedure to treat right atrial flutter, it was determined the patient had left atrial fibrillation. The physician crossed to the left side using a boston scientific ice plus intracardiac echocardiography catheter and a transseptal needle. An intellamap orion¿ mapping catheter was advanced into the left atrium via another manufacturer¿s sheath, and mapping began. The physician was mapping with the intellamap orion ¿blindly¿ as there was ¿no CT scan available to view the anatomy of the atrium.¿ it was also noted fluoroscopy was utilized and anatomy was visualized on the boston scientific rhythmia hdx mapping system ¿to the extent that the software was designed to do.¿ it was reported the physician was moving the catheter quickly in some areas and not allowing the beat acceptance criteria to accept geometry. In some instances, the orion could not be detected and was represented by flashing catheter visualization. It was noted that because deployment was possible during certain points of the procedure, the deployment detection issues were believed to be related to the catheter being partially inside the sheath, which was noted to be normal and expected behavior; however, the physician indicated the catheter was out of the sheath. The intellamap orion was moved around in a non-deployed state, including ¿aggressively¿ in the chamber, and was deployed primarily while in the veins. The physician mentioned the catheter was feeling stiff and was challenging to maneuver; he noticed significant tenting/pressure as he was entering what was thought to be the left superior vein. The anesthesiologist noticed pressure started to drop, and it was thought that the intellamap orion had perforation the left atrium. A stat echo was ordered and a code was called. CPR was administered and the patient was taken to surgery. The patient survived surgery with a positive prognosis.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis after decontamination; the upn and lot number match those provided by the customer. Visual inspection revealed the returned device has a kink approximately 7.5cm from the distal tip and a scratch on the deployment shaft approximately 4mm in length. There was no issue with deploying the array and the device passed electrical testing. The kink likely resulted from the reported difficulty advancing. The scratch likely did not affect functionality of the device as the device passed electrical testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The intellamap orion¿ directions for use (dfu) states: "warnings:...do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy," and "precautions:...to avoid cardiac damage, do not use excessive force when manipulating the catheter in vivo. Specifically, use caution when maneuvering while undeployed. Note that mapping and recording data do not require the use of force on the tissue.....do not deploy or articulate the catheter while the distal end is inside a sheath....remove the catheter in case of any observed malfunction." (B)(4).

Event description:
It was reported that a perforation occurred. During a procedure to treat right atrial flutter, it was determined the patient had left atrial fibrillation. The physician crossed to the left side using a boston scientific ice plus intracardiac echocardiography catheter and a transseptal needle. An intellamap orion¿ mapping catheter was advanced into the left atrium via another manufacturer¿s sheath, and mapping began. The physician was mapping with the intellamap orion ¿blindly¿ as there was ¿no CT scan available to view the anatomy of the atrium.¿ it was also noted fluoroscopy was utilized and anatomy was visualized on the boston scientific rhythmia hdx mapping system ¿to the extent that the software was designed to do.¿ it was reported the physician was moving the catheter quickly in some areas and not allowing the beat acceptance criteria to accept geometry. In some instances, the orion could not be detected and was represented by flashing catheter visualization. It was noted that because deployment was possible during certain points of the procedure, the deployment detection issues were believed to be related to the catheter being partially inside the sheath, which was noted to be normal and expected behavior; however, the physician indicated the catheter was out of the sheath. The intellamap orion was moved around in a non-deployed state, including ¿aggressively¿ in the chamber, and was deployed primarily while in the veins. The physician mentioned the catheter was feeling stiff and was challenging to maneuver; he noticed significant tenting/pressure as he was entering what was thought to be the left superior vein. The anesthesiologist noticed pressure started to drop, and it was thought that the intellamap orion had perforation the left atrium. A stat echo was ordered and a code was called. CPR was administered and the patient was taken to surgery. The patient survived surgery with a positive prognosis.